Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet exhibited rapid battery depletion, showing a full charge that discharged within a few hours, and replacement chargers did not resolve the issue; the user wears a g7 sensor and uses contact detach infusion sets, and a replacement ilet was arranged with education provided on device management and report syncing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.